Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported patient returned for disconnect, and the medication bag was pretty full. The vtbi reflect everything up to 2.0ml delivering (ending vtbi 2.0) but the medication bag is full. The pump never alarmed or gave any indication is was not infusing." Medication being infused was 5fu. No patient injury reported.